Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier tube. System operates as intended.

Event description:
Customer reported an artifact in the images. No pt injury was reported.